Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained very dim even with the brightness set to ¿10.¿ it was identified that the cause for the blank screen was due to an internal short present on transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid found on the top cover during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. The internal inspection also found the communication cable disconnected from the communication board. The communication cable was reconnected to the communication board to resolve this issue. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during treatment complete of peritoneal dialysis (pd) treatment. The display brightness setting at the time of the call was unknown, since it was difficult for the patient to read the screen. The technical support representative advised the patient to discontinue use of the cycler and a replacement cycler was issued. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the event and cycler replacement. It was reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.